Event description:
It was reported that removal difficulty occurred with the stent delivery system. An 10.0-31 mm carotid wallstent was selected for use. The treatment area involved the internal carotid artery. After successful stent deployment, there was resistance between the guidewire and the delivery system, making it difficult to remove. No patient complications were reported.

Event description:
It was reported that removal difficulty occurred with the stent delivery system. An 10.0-31 mm carotid wallstent was selected for use. The treatment area involved the internal carotid artery. After successful stent deployment, there was resistance between the guidewire and the delivery system, making it difficult to remove. No patient complications were reported.